Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens, stuck in cartridge. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated a cc4204a collamer aspheric single piece lens became stuck during loading and the surgeon attempted to insert the lens. There was patient contact but no injury.